Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (does not power on properly) has been confirmed. As received, the charger/modem was resetting. Upon evaluation, there was liquid contamination on the battery board. In addition, the charger/modem exhibited a failure at bga components u104 and u1003 on computer / analog (ca) board sn (B)(4). The cause of the resets cannot be isolated to the contamination or bga failure. The root cause for the contamination is liquid ingress of an unknown contaminant. Root cause investigation including destructive testing is underway on devices exhibiting similar bga failures modes no adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem would not power on properly.